Event description:
It was reported the patient's ipod controller suddenly melted and caused a shocking sensation from the stimulator. As a result, the patient downloaded the application on their personal device to resolve this issue.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.